Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. Uncomfortable- tampon [medical device site discomfort]. The tampon on the outer layer was unraveled, ripped [device breakage]. Case narrative: consumer reported via email that the tampon unraveled and ripped. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.